Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
This event occurred during the same procedure reported in manufacturer report 3005099803-2013-14216 and 3005099803-2013-14217. It was reported to boston scientific corporation on (B)(6) 2013 that a resolution hemostasis clipping device was used during a colonoscopy procedure on (B)(6) 2013. According to the complainant, during the procedure, the resolution clip would not detach from the catheter during deployment. The user pulled the device away from the target site and the locked clip then detached from the catheter. They completed the procedure with injectable epinephrine. There were no patient complications as a result of this event. The patient was reported to be fine post procedure.

Manufacturer narrative:
A visual examination of the returned device noted that the clip assembly was fully deployed and not returned. The control wire was separated per design. There was a kink in the control wire. Although failures were observed, problem as reported could not be confirmed. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited.  Therefore, the most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) for this batch revealed no issues related to this event.

Event description:
This event occurred during the same procedure reported in manufacturer report 3005099803-2013-14216 and 3005099803-2013-14217. It was reported to boston scientific corporation on (B)(6) 2013 that a resolution hemostasis clipping device was used during a colonoscopy procedure on (B)(6) 2013. According to the complainant, during the procedure, the resolution clip would not detach from the catheter during deployment. The user pulled the device away from the target site and the locked clip then detached from the catheter. They completed the procedure with injectable epinephrine. There were no patient complications as a result of this event. The patient was reported to be fine post procedure.